Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown mentor breast implants on both sides and per the patient, the devices on both sides have to be removed because they are all twisted inside and they hurt. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information received on march 7, 2023, the following information have been updated on this form: - patient is caucasian; patient's race and ethnicity have been updated. - saline implants hence, brand name has been updated to "unknown saline implants" under field d1. - field d2a has been updated to "prosthesis, breast, inflatable, internal, saline". - field d2b has been updated to "fwm". - field d4 for catalog number has been updated to "unk_saline implants". - date of implant under field d6a has been updated to (B)(6) 2017. - devices were leaking, hence, device problem code "material rupture" has been added to field h6. - conclusion code "known inherent risk of device" was added to field h6. - devices are still implanted as date of explant was not received. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).